Event description:
It was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt sustained "personal injuries as a result of a defective stryker knee prosthesis, which caused severe complications that eventually led to amputation on (B)(6) 2011."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.